Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant products: p1501dr implantable pulse generator, (B)(6) 2008; 5034 implantable pacing lead, (B)(6) 1998. (B)(4).

Event description:
It was also reported that the right atrial lead was inadvertently removed during the explant procedure. The lead was returned and analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).